Manufacturer narrative:
Common device name: gbo. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the nephrostomy drain had started leaking 19 days after implantation due to a partial hub detachment. The device was replaced 4 days later, at which point it was observed that the hub was only attached by the locking string. There were no further injuries aside from the replacement procedure.